Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead segment was thoroughly evaluated. The proximal end was returned severed 8 cm from the terminal pin. The lead segment passed electrical testing; no fracture was identified on the returned portion of lead. No further testing could be performed. Analysis was not able to confirm the field observations; however, only a small portion of the lead was available for analysis.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead and this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,500 ohms during the recent device check. An x-ray confirmed both leads were fractured. The leads were severed, with the proximal portion explanted and the distal portion abandoned. New leads were implanted. No additional adverse patient effects were reported.